Event description:
It was reported that on 1 july 2024, an 18mm amplatzer amulet was selected for implant. During procedure, the device was removed for recapture and a filament was noted on the device. The filament was further described as thread-like. The qa seal on the product box was confirmed to be intact prior to procedure. Another device was attempted to be implanted. The patient remained hemodynamically stable through the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that upon recapturing and removing the device a thread-like filament noted on device during procedure. A more comprehensive assessment of the device or the thread-like filament could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.